Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.114.010 synthes lot: 7847046. Supplier lot: na. Release to warehouse date: march 19, 2015. Manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the device was received at us customer quality (cq) with the distal tip of the device worn and slightly rounded. This is consistent with the reported complaint condition, thus confirming the complaint. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure being performed was an open reduction internal fixation (orif) of the index finger.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on an unknown date, screwdriver blade does not engage screws well. It slips from screw head. Surgery was delayed by two minutes. A replacement screwdriver was used to continue the surgery. No fragments were generated. Procedure completed successfully. No consequence to patient. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) stardrive screwdriver shaft t4/66mm. This is report 1 of 1 for (B)(4).